Event description:
EKG [electrocardiogram] machine malfunction. Clips broken, leads not clearly marked (rubbed off) and when printed only captured v [precordial leads or chest leads] leads. Rt [respiratory therapy] came over with their machine, and it printed and worked easily and quickly as it should. Patient was stable, but if they weren't this could have delayed care even further. This EKG machine has been a frequent problem and evaluated several times.